Manufacturer narrative:
This report is submitted on february 18, 2022.

Event description:
Per the clinic, the patient experienced at the implant site which was treated with oral antibiotics. The implant remains in-situ.